Event description:
Reporter stated the infusion set disconnected from the customer's infusion site while he was sleeping. He woke and discovered the insulin leak, and his blood glucose was 30.0 mmol/l. He was unresponsive, and his wife contacted an ambulance. He was admitted to the hospital from 11:00 a.m.-7:00 p.m. And treated with IV fluids. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.